Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - due to poly wear.

Manufacturer narrative:
See h10 and h11 . Similar complaint 1644408-2025-00207 was related to cyst formation. In both complaints, limited information is available regarding the original surgical technique and what occurred that could have contributed to the complaint event between the original and revision surgeries. There are many potential causes for cyst formation; because the physiological conditions and details of what occurred in the 10 years following the original surgery are unknown, the root cause will remain unknown at this time.